Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she was trying to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10am, the patient reported that she dropped her meter in water and the alleged issue occurred afterwards. The patient reported she takes no diabetes medications to manage her diabetes. The patient reported on (B)(6) 2012 at 10am, she had less to eat or drink than usual. The patient reported 3 hours later she developed symptoms of 'sweating and weakness.' However, the patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca determined there was misuse of the subject meter. Replacement products were sent to the patient. Based on the information provide, this complaint is being reported because the patient claims she was unable to test due to the alleged issue and developed symptoms suggestive of hypoglycemia.